Event description:
Pt presented to outpatient clinic with dizziness and near syncope. Interrogation of pacemaker showed device to be in "electrical reset". Pacemaker was exhibiting abnormal behavior and would intermittently cease to function. Unable to clear "electrical reset". After a period of time, no communication with the device could be established. Pt underwent emergency temporary pacemaker implantation.